Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned contamination from the dc power supply output connector. Restored dc voltage. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6600 system will not "get started" (boot issue). The system was removed from service. There was no report of patient injury.